Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip unable to deploy. It clicked as if it had deployed but would not release. The physician manipulated the device in order to release it and in doing so the clip loosened from the tissue also due to the manipulation. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device returned without the clip assembly and with evidence of full deployment. No other problems with the device were noted. The reported event of clip unable to deploy was not confirmed. The investigation results summary did not detect any problems related to the reported issue, "clip failure to release from catheter", as the clip assembly did not return, and the device was fully deployed. Even though the event description reported that the physician manipulated the device in order to release it, the device returned without the clip assembly to help us determine the real cause of the failure. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip unable to deploy. It clicked as if it had deployed but would not release. The physician manipulated the device in order to release it and in doing so the clip loosened from the tissue also due to the manipulation. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.